Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. Upon evaluation, the monitor failed functional testing and displayed a service code 110 (over voltage fault). The cause of this service code was that the c1 capacitor shorted. The cause of the inability to complete testing was the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.